Manufacturer narrative:
Patient information was requested and the customer declined to provide it.

Event description:
The customer reported the alarm reset key was sticking causing the ventilator to beep randomly; was randomly beeping while in use on a patient and the ventilator was removed from service. The customer reported there was patient involvement with no harm to the patient.